Event description:
12mm xl universal stapler (egiauxl) and 60mm tan reticulating reloads (egia60)x 2 failed to fire.what was the original intended procedure?laparoscopic roux-en-y gastric bypass.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.